Manufacturer narrative:
(B)(4). To date the incident generator has not been received for eval. If the unit is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The site reported that during a c-section, the unit beeped, so they shut it off and turned it back on again. Then it beeped again, so they shut it off and turned it back on again and also changed out the return electrode. The procedure seemed to go fine from there, but when the pad was removed from the pt, the skin was blistered underneath. Info on the degree of the burn and treatment of the burn was not provided by the site contact.